Event description:
The manufacturer received information alleging a ventilator's tidal volume was low. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device failed steps during testing. The device needs recalibrated to address the issue.